Event description:
Healthcare professional reports one incident of a pt reaction with the psn 170 dialyzer. It was reported that at the start of treatment, the pt complained of chest pain. The pt was taken off of dialysis and blood was recirculated. The pt was allowed to stabilize without medical intervention. Treatment was resumed with the same psn 170 dialyzer and the pt again experienced chest pain. Treatment was stopped and the pt was removed from the dialyzer. The pt was again allowed to stabilize and treatment was resumed wtih a fresenius f-6 dialyzer and completed without further incident. Per the pt's physician, he feels that the pt's symptoms may be related to an underlying heart condition as the symptoms resolved after the pt was changed to a smaller surface area membrane.